Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention (ref. Medwatch #1627487-2014-08246) to revise her scs lead, which had migrated. During the procedure the physician decided to add two model 3286 leads to the patient's current scs system. However, the physician had difficulty implanting one of the 3286 model leads. The physician instead implanted a 3186 model lead to complete the procedure.